Event description:
This complaint was received from emergency support line. It was reported that cardiosave intra-aortic balloon pump (iabp) had an issue with ECG and art line acquisition. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, g2. It was reported by the customer through the emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) had a ECG trigger / signal malfunction. No further information was provided, patient involvement was asked but not provided and no injury or harm reported. Should anymore information be provided, this complaint will be opened again.

Manufacturer narrative:
Due to character limitation in e1, event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an issue with ECG and art line acquisition. There was no injury reported.